Event description:
The patient was undergoing a laparoscopic radical nephrectomy. While attempting to fire the echelon flex45 endopath stapler, it malfunctioned. After the renal vein and artery were isolated the stapler was used to transect the renal vein. The stapler malfunctioned requiring contacting the clinical observation person and the company to assist in disengaging the stapler. After the stapler was opened it was noticed that it had fired only two-thirds with a cephalad 2 cm of the renal vein not completely transected. Upon inspection of the renal vein there was a 1 cm rent at the area of the malfunction of the stapler which required restapling of the renal vein and suturing of 1 cm laceration at the level of the misfired stapler line.